Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula was dislodged from body and insulin was leaking from site on (B)(6) 2025 the event occurred within three or more hours of insertion. The insertion site was thigh. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) MDR 3003442380-2025-11212. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012283, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012283 was manufactured according to the work instruction (wi) version 30 and manufactured in the line 1 on 15-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.